Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic inguinal hernia repair, while using the balloon for dissection, the balloon broke inside the abdomen. The surgeon fished out the pieces of plastic from the broken balloon out of the patient. There was no patient injury.